Manufacturer narrative:
See following MFR numbers for related device failures: 3012307300-2018-01480; 3012307300-2018-01481; 3012307300-2018-01482; 3012307300-2018-01484.

Event description:
Patient's mother reported that her daughter's extension set (connected to an ambulatory infusion pump) leaked at the filter site during infusion therapy of a life-sustaining medication. The extension set was changed out with a new one as soon as her daughter realized it was leaking. No patient or clinical injury was associated with this occurrence, however, she expressed concern that her daughter is losing medication due to the leaking set.